Event description:
On 1/21/08 covidien received a report from a biomed there was hot smoking odor associated to a warmtouch 5200 pt warmer. The biomed had no further info to report and provided a referral to contact at the surgery center. The contact at the surgery center reported that the warmtouch 5200 started to smoke and did not shut itself off, and the users unplugged it. The contact did not know how long the warmtouch was on before it smoked or was unplugged.

Manufacturer narrative:
The warmtouch 5200 pt warmer has been discontinued and is being replaced with a new designed warmtouch pt warmer. Active customers have been notified of the availability of the new 5300a model which addresses the potential failure mode. Covidien has requested the customer return this unit for eval. If the device is returned and there is any significant new info a supplemental will be provided.